Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the alleged condition for misalignment could not be confirmed. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part: 03.010.441, lot: 11-3171, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 08 november 2011. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent for a surgery. During the surgery, when the surgeon was installing a tibia nail using our suprapatellar tibia nailing system, unable to get the proximal locking screws through the nail using the aiming arm and the devices may be out of alignment. It is unknown if fragments generated. There was no surgical delay. The procedure successfully completed. No patient consequence. Concomitant device reported: unk - screw (part# unknown; lot# unknown; quantity: unknown), unk - nails (part# unknown; lot# unknown; quantity: unknown). This complaint involves seven (7) devices. This report is for (1) aiming arm for suprapatellar. This report is 2 of 7 for (B)(4).